Event description:
IV tubing was connected to patient. The doctor was trying to push a propofol IV syringe medication prior to intubation and realized that IV administration set was kinked. Because of the kink, the tubing was not allowing medication to run in direction of patient. Unable to push medication unless tube was released manually at the kink which was at the end of the one way connection with tube. The kink continued to bend in the direction it was packaged because of the memory in the plastic tubing.